Manufacturer narrative:
H6: investigation summary bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were taken, and the push button was pressed to retract the needle. All needles retracted as expected. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced retraction issues. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: the needle retracts automatically or on its own. When the nurse does the blood collection, the needle retracts automatically without clicking on the button to retrack the needle. This problem arrives during the blood collection. Could you also add for investigation that the problem was especially on the needle, a penetration problem of the needle when the needle arrives in the venous way.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced retraction issues. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: the needle retracts automatically or on its own. When the nurse does the blood collection, the needle retracts automatically without clicking on the button to retrack the needle. This problem arrives during the blood collection. Could you also add for investigation that the problem was especially on the needle, a penetration problem of the needle when the needle arrives in the venous way.

Manufacturer narrative:
None reported. Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were taken, and the push button was pressed to retract the needle. All needles retracted as expected. A visual observation of the IV cannula did not confirm any defects. Additionally, 25 retained samples were conducted for penetration testing. All were found to be within specification. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the retained samples test results. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced retraction issues. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: the needle retracts automatically or on its own. When the nurse does the blood collection, the needle retracts automatically without clicking on the button to retrack the needle. This problem arrives during the blood collection could you also add for investigation that the problem was especially on the needle, a penetration problem of the needle when the needle arrives in the venous way.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set initial reporter email: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.